Manufacturer narrative:
D4 and h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) advised the facility admin to re-enroll the user¿s fingerprint and/or reset the password to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a user experienced a login issue and was unable to authenticate using fingerprint, user ID, or password. Review of myqlink confirmed that the user account was active. The user was advised to contact the facility administrator to re-enroll biometric credentials and reset the password. There were no delay or adverse events or injuries reported based on this event.